Manufacturer narrative:
(B)(4). (Exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for a possible re-implantation date has been received yet.

Event description:
The parents reported that the recipient had a decrease in performance with the device in the past month. No illness was reported. The recipient was recently upgraded to a sonnet audio processor but still had no access to sound. Additional information has been requested from the field, but none has been received.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the recipient had a decrease in performance with the device in the past month. No illness was reported. Consultation with a physician was recommended.